Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the leads were connected to the device and the electrogram showed varying and high impedance on the right ventricular (rv) channel. It appeared the lead was not connected properly and the lead came out with a tug even though the setscrew had been screwed in. No setscrew was evident on the barrel of the port on the header of the device. The physician was unable to engage the setscrew. The device was replaced. No patient complications have been reported as a result of this event.